Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered repeated inappropriate shocks for a supraventricular tachycardia (svt). The only change in patient clinical condition was the patient has recently stopped their blood pressure medications. Boston scientific technical services (ts) recommended keeping onset/stability programmed on and increase lowest cutoff zone if clinically appropriate. The field representative noted that they cannot increase the cutoff zone as the patient has a documented slow, non-sustained ventricular tachycardia (vt) with syncope. As a result of the inappropriate shocks, the patient reported being extremely traumatized